Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the "barricor tubes formed a kind of coagulated gel. Not a systematic problem, only observed on some tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-07-11 h.6. Investigation summary: bd received 10 samples and 2 videos for investigation. The videos were reviewed and the indicated failure mode for fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the retained or returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on videos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the "barricor tubes formed a kind of coagulated gel. Not a systematic problem, only observed on some tubes."